Event description:
It was reported that the radio frequency ablation (rfa) patient returned for treatment of the same area of pain. Post procedure the grounding pad was removed, and a 1-1.5-centimeter circular burn was noted on the posterior right thigh. The burn was treated with ointment. The patient was noted to be improving post-operatively.